Manufacturer narrative:
(B)(4). A visual or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review could not be conducted since the lot number nor product code was provided. A corrective action cannot be determined due to the lack of product code and batch number to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation to determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: insertion needle is caught in the tissue of the patient and is not possible to recover and remove. In connection with prolapse surgery a suture is inserted with capio in the sacrospinous ligament. The needle is not caught as usually in the receiver in device and gets stuck in the patient's tissue. It is not possible to locate the needle by the aid of sight. It is also not possible to feel. Information of the patient. Probably no nuisance. Forward to it and the needle must therefore be left in patients. The needle measures 3mm x 1mm. Patient is informed.